Event description:
It was reported that on (B)(6) 2011 the pt felt that the volume of the processor was very low. On (B)(6) 2009 he had an appointment where the speech processor and other components were checked but the situation remained. At that time the pt said that his hearing is intermittent. Testing shows that the device was functional. The pt was re-implanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.